Event description:
Event description guidant received information that after multiple attempts to implant a left ventricular pacing lead of this cardiac resynchronization therapy defibrillator (crt-d), a perforation of the coronary sinus was noted.